Manufacturer narrative:
Manufacturing records were reviewed and no anomalies were found. There was no non-conformity found with the flexible shaft.

Event description:
It was reported that a single-use instrument exists in (B)(4) kits as a reusable item.

Event description:
It was reported that a single-use instrument exists in (B)(6) kits as a reusable item.